Event description:
The surgeon inserted a single piece collamer lens model cc4204bf into pt's eye and the lens tore. The surgeon removed and replaced the lens with another model lens without enlarging the incision. No pt injury.

Manufacturer narrative:
A visual inspection of the returned product shows one plate haptic is torn off & missing. Clear surgical residue on thhe lens. No conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.